Event description:
Lodi implant broke during placement.

Manufacturer narrative:
User documentation (technique manual, p/n l8019-tm) specifies that immediate loading is suitable only if sufficient primary stability of the implant is achieved at the time of placement. Also, the recommended implant insertion torque and implant attachment torque is 30n-cm. If the implant placement torque is less than 30 n-cm, then the attachments should only be hand tightened. The implant insertion torque should not exceed 70 n-cm; if 70 n-cm is reached prior to full seating, the implant should be removed and the osteotomy should be enlarged. The healthcare professional did not indicate the following: implant placement and abutment torque levels, whether primary stability had been achieved during implant placement, whether the implant was ever loaded with the overdenture. In-house testing has indicated that a minimum torque of 85 ncm on the abutment is required to cause implant failure. Therefore, it is highly likely that this incident may have occurred as a result of user error/mis-use. The lot history record of the implant was reviewed and no discrepancies or issues of non-conformances were noted. Implants were manufactured to specifications. No further action is required.